Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a raw skin irritation under the electrodes of the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse reported that they would use an air mattress and betadine for the skin irritation. It is unclear if the nurses used those interventions. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.